Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 264 mg/dl and 65 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. Customer was able to self treat with orange juice. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.